Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead was capped due to product performance issue. No intervention and no additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5163175